Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32909. Related manufacturer reference number: 2017865-2021-32910. It was reported that the patient presented in clinic due to a system infection. The entire pacemaker (pm) system was explanted. The patient was stable throughout the procedure.